Event description:
It was reported that pump experienced repeated malfunction alarms with code 12, with no notable events occurring beforehand and previous occurrences of same issue on same pump. There was no reported impact to the customer¿s blood glucose level. Customer continued to use pump and planned to rely on alternate insulin method if needed, while technical support arranged replacement pump under warranty with updated software, instructed customer on placing malfunctioning pump in storage mode, returning it within required time frame, and setting up and connecting replacement pump, and confirmed shipping details including signature requirement.